Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer nurse reported via phone call that they were hospitalized diabetic ketoacidosis does not say when. The nurse did not give much information and was asked to trouble shoot for high blood glucose but declines. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.